Event description:
It was reported that a spectrum pump had an inoperable/malfunctioning keypad. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer report no.:(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable keypad with an intermittent keypad response, which was experienced during evaluation. Intermittent operation of keys (#0, #1, #2) were found to be caused by a failed keypad. The front case assembly was replaced. Baxter has initiated a CAPA to further investigate this issue. Additional information: sensing intermittently (keypad).